Event description:
It was reported by customer that PICC leaking where the stylet goes through the rubber stopper. Additional info received on 10-oct-23: no breakage noted. Staff noted leakage of saline at the rubber stopper where the guidewire is located when flushing the PICC with saline during the PICC insertion. Patient or user had no effect on the event. No threatening medical situation. No harm to patient or delay in treatment. Staff removed the guidewire with rubber stopper once PICC was inserted. The issues were resolved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope of the known failure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC leaking where the stylet goes through the rubber stopper. Additional info received on 10-oct-23: no breakage noted. Staff noted leakage of saline at the rubber stopper where the guidewire is located when flushing the PICC with saline during the PICC insertion. Patient or user had no effect on the event. No threatening medical situation. No harm to patient or delay in treatment. Staff removed the guidewire with rubber stopper once PICC was inserted. The issues were resolved.